Event description:
The office of the local medical examiner conveyed that the patient¿s death was not a case of theirs, but the patient¿s funeral home had requested and was granted cremation approval. Communication with the servicing funeral home showed that the vns was no longer in their custody as it was released to the patient¿s family. Further clarification from the patient¿s treating neurologist showed that he did not believe the patient¿s death was related to vns. No additional pertinent information has been received to date.

Event description:
It was reported that the patient passed away. The treating neurologist did not believe the patient¿s death was seizure-related. An online obituary search verified that the patient¿s date of death, and his death was stated to have occurred at home. No additional pertinent information has been received to date.